Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation on (B)(4) 2015. Investigation results as follows: there were no physical damages observed during visual evaluation. The reported complaint of "battery could not be recognized by the autopulse" was not confirmed. The battery passed all testing criteria. No issues were found during the investigation.

Event description:
It was reported during a shift check, that the autopulse platform was unable to recognize a li-ion battery. When the platform was utilized with other batteries, it functioned properly. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015, for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.